Event description:
It was reported that this pacemaker exhibited an alert that the device entered safety mode. Technical services (ts) discussed the safety core mode with unipolar pacing and sensing and recommended the device be replaced. At this time, the pacemaker remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert that the device entered safety mode. Technical services (ts) discussed the safety core mode with unipolar pacing and sensing and recommended the device be replaced. At this time, the pacemaker remains in-service. No adverse patient effects were reported. Additional information received that this pacemaker was explanted and replaced. No adverse patient effects were reported.